Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-16567. It was reported the patient experienced an epidural hematoma causing pain, loss of sensation in his legs and motion function following a trial procedure on (B)(6) 2022. Surgical intervention took place on (B)(6) 2022 wherein the leads were removed. Reportedly, the pain has resolved, sensation is fully back and motor function is mostly back.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.